Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. There was an access site bleed during impella cp support. Upon local team arrival, impella was positioned fully in the aorta with repositioning sheath in place. The doctor unsuccessfully attempted to advance the impella across valve using repo sheath and attempted to use stiff guidewire to cross the aortic valve to assist in impella crossing. Decision was made to remove impella entirely over stiff guidewire through repositioning sheath and use 25cm introducer for access at same site. Impella was successfully placed a second time and repo sheath inserted. Some steady bleeding was observed post-repo sheath placement. Figure-of-eight stitch placed and manual pressure was held for 10 mins which resolved bleeding. Upon move to cart, the patient went into supraventricular tachycardia which did not respond to pharmacological therapy and required synchronized cardioversion. Patient was transferred to ICU without incident. Patient was unstable in ICU with frequent arrhythmias. Pt began to have unstable ventricular tachycardia which required chest compressions and defibrillation. The patient eventually went into asystole which could not be terminated. It was reported that the patient later expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.